Event description:
It was reported that the insulin pump has an unresponsive keypad. The blood glucose reading was 97 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a failed battery test alarm after a battery change due to a power connector on the battery tube not plugged in properly. No weak battery alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, a cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.